Manufacturer narrative:
Product complaint#: (B)(4). Date sent to FDA: 1/13/2021. The following information has been requested and was received. Please describe how the adhesive was applied. During a laparoscopic margen surgery, the dermabond advanced was used for wound closure as usual. What prep was used prior to, during or after prineo use? No further information is available. Was a dressing placed over the incision? If so, what type of cover dressing used? No further information is available. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No further information is available. Is the patient hypersensitive to pressure sensitive adhesives? No further information is available. Were any patch or sensitivity tests performed? No further information is available. Patient demographics: initials / ID, gender, age or date of birth; bmi no further information is available. Patient pre-existing medical conditions (ie. Allergies, history of reactions) no further information is available. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following information has been requested and obtained. What is the procedure date? No further information is available. What date did the reaction occur on? On (B)(6), the patient visited the hospital as an outpatient for a postoperative examination of laparoscopic margin surgery. It was observed that erythema had developed widely on the laparoscopic wound to which the dermabond had been applied. What does the reaction look like and how large of an area does the reaction cover? It was observed that erythema had developed widely on the laparoscopic wound to which the dermabond had been applied. Do you have any pictures of the reaction? No pictures are available. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. No further information is available. What is the most current patient status? The patient has been discharged from the hospital. Can you identify the lot number of the product that was used? No further information is available. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No further information is available. If we get additional information, we will update [surgeon¿s opinion about causal relationship between product and event] there was causal relationship between the product and event. [Surgeon¿s comment] the symptom is considered as contact dermatitis due to the dermabond. The product was used about one month ago. Dermatitis was discovered in an outpatient department, and steroids were prescribed by an in-hospital dermatologist. It is unknown whether or not there is any allergy. The following information has been requested however not received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic margin surgery on an unknown date and topical skin adhesive was used. On (B)(6) 2020, the patient had postoperative examination. It was observed that erythema had developed widely on the laparoscopic wound to which the adhesive was applied. On the same day, a dermatologist in the hospital diagnosed it as contact dermatitis due to adhesive. Steroids were prescribed by an in-hospital dermatologist. The patient was discharged from the hospital. The lot number is unknown. Further details are not provided. No sample will be returned. Additional information has been requested.